Event description:
It was reported that a few weeks post-generator replacement procedure, a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short ventricular intervals and pacing impedance variation. A sudden increase in impedance from baseline was noted and the lead appeared to be oversensing and there was noise. The intermittent noise and short ventricular intervals could not be reproduced in clinic. An x-ray showed the lead to be well-connected to the implantable cardioverter defibrillator (ICD). The physician decided to replace the ICD as the possible source of noise. The patient presented approximately two weeks post-ICD replacement due to an audible alert. Another lia had triggered due to short ventricular intervals and pacing impedance variation and the lead appeared to be oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few weeks post-generator replacement procedure, a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short ventricular intervals and pacing impedance variation. A sudden increase in impedance from baseline was noted and the lead appeared to be oversensing and there was noise. The intermittent noise and short ventricular intervals could not be reproduced in clinic. An x-ray showed the lead to be well-connected to the implantable cardioverter defibrillator (ICD). The physician decided to replace the ICD as the possible source of noise. The patient presented approximately two weeks post-ICD replacement due to an audible alert. Another lia had triggered due to short ventricular intervals and pacing impedance variation and the lead appeared to be oversensing. The rv lead remains in use. It was reported that quick look of the remote monitoring network report showed more number of high rate - non-sustained (ns), where as the episode list noted only few episodes. The issue was under investigation. No patient complications have been reported as a result of this event.